Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume intermate ruptured during filling with 4 g of piperaciline diluted with 100 ml of saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Mfg date: the lot was manufactured may 5, 2016 ¿ may 9, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.